Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer had experienced high blood glucose. Customer's spouse was calling for assistance to program replacement pump. Then, mentioned customer had high blood glucose of 409mg/dl which was treated with insulin pen. Assisted the customer with programming. Customer's current blood glucose was 425mg/dl at the end of call. Customer's spouse declined high blood glucose troubleshooting.